Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm tone while on ac power. The alarm noted on the system controller are power cable disconnect, and no alarm flag was showing when the tone occurred. Alarm tone would not occur when the patient was on batteries. Log file review was requested which revealed no external power event due to power to the mobile power unit (mpu) being briefly interrupted. No other unusual events were noted.